Event description:
The patient had an MRI (reason for and date of MRI were not reported) and the pump healthcare provider (hcp) was not notified of the MRI. When the patient was next seen in clinic and pump was interrogated it showed a stopped pump may exceed tube set. It was also noted that "everything was correct as far as volumes," and "everything was fine with the pump, obviously, it restarted like it's supposed to." It was later added that the drug infused in the device system was unknown, no alarms occurred, logs confirmed recovery and telemetry state, no symptoms were reported and patient was noted to have been receiving effective therapy. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model neu_unknown_cath, serial# unknown. (B)(4).

Manufacturer narrative:
(B)(4).